Event description:
It was reported that the patient's spasticity returned in (B)(6) 2011, but she did not report it until her pump refill on (B)(6) 2012. A 75 mcg bolus was administered on (B)(6) 2012; however, there was no reduction in spasticity. The patients' dose (lioresal 2000mcg/ml) was reduced from 800 mcg/day to 500 mcg/day at the time of the refill. There were no pump reservoir volume discrepancies determined at the time of the refill. During a pump study/roller test on (B)(6) 2012, the rotor moved counter clockwise appropriately. Cerebrospinal fluid was withdrawn easily from the catheter; and dye was injected with good intrathecal spread at the tip which was located at t3-4 level. The catheter did not appear to be kinked or broken, and no leaks of dye during the study were determined. On interrogation of the pump, the logs revealed several stalls and recoveries over the "past few months". It was noted that multiple motor stalls had occurred since (B)(6) 2011 mostly occurring around midnight or 4-6 am followed by recovery (recovery approximately within 0.5 hours after the stall) occurred between (B)(6) 2011 and (B)(6) 2012. Physician planned to replace the pump. It was later reported that the patient underwent another pump study on (B)(6) 2012 "so that they could do a CT and everything looked good-good csf etc. They injected indium into the pump and will do daily scans for 3 days". A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4). Catheter: model: 8578, serial #: (B)(4), implanted: 2010 (B)(6), explanted: unk; catheter: model: 8709sc, lot #: (B)(4), implanted: 2009 (B)(6), explanted: unk.

Event description:
Additional information received indicated the pocket site was being "irritated."

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced itb withdrawal; rash, itching and increased spasticity. It was indicated that the pump motor stall led to baclofen withdrawal (B)(6) 2011, after the stalls and recoveries, "patient never gained response again". It was indicated that from (B)(6) 2011 to (B)(6) 2012 there were eight stalls, lasting 30 minutes. The cause was unknown. It was indicated that the patient stated that she and her family members could not wear watches because, the "watches go haywire". The patient's entire device system (pump and catheter) were replaced. The patient outcome was noted as non-serious injury/illness with sequelae. The dose of lioresal was titrated down from 800 mcg/day in december to 300 mcg/day by (B)(6) 2012.

Manufacturer narrative:
Analysis of the pump found deformed pumphead pump tube. Analysis of the pump also found corrosion and bearing shaft anomaly. Pump memory logs did indicate a motor stall recovery had occurred. Pump did pass initial dispense testing. Some extended testing was done for about 20 days at a therapeutic rate to try to see if the pump motor would stall, this test was inconclusive and the motor did not stall during this test. Also, some moisture and residue was present in the pump head compartment. It was believed that the photo graphic evidence showed enough moisture and residue present in the pump head compartment, on the pump head, and in the bearing shaft, that along with the pump head tube guides which caused rubbing against the pump tube, could have caused enough "drag" to stall the motor. It was not believed that a possible magnetic field generated by the patient caused any interference with the pump's performance at this time. Analysis of catheter # (B)(4), found an sc connector indent in seal and occlusion. Entire catheter was returned in two segments. This analysis was for segment 1, only the sc connector part. The sc connector showed a well-defined flap or core of material down inside of the cup. Also noted was that the tapered seal was starting to separate. The retaining ring fingers both showed some indentations which can be an indication that the sc was installed off center. The core or flap of material was significant enough to cause an occlusion. Analysis of the catheter # (B)(4), found no significant anomaly. There was acceptable testing. Entire catheter was incomplete and returned in two segments. This analysis was for the 25.2 cm distal part of segment 1, and the 38 cm segment 2. No anomalies were found with the spinal segments of catheter.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow up report will be sent when analysis is completed.